Event description:
It was reported that this right atrial (ra) lead exhibited high impedance out of range at 3000 ohms in unipolar which was confirmed via x ray due to lead breakage or fracture. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 252-254 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance out of range at 3000 ohms in unipolar which was confirmed via x ray due to lead breakage or fracture. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.